Event description:
A discordant falsely depressed sodium (na) patient result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on an alternate dimension® exl¿ with lm integrated chemistry system. The same sample was reprocessed in triplicate on the same and an alternate dimension® exl¿ with lm integrated chemistry system for troubleshooting purposes. The higher reprocessed result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. No hardware related errors were identified with the instrument. Quality control recovered within the customer's expectation. The cause of the event is unknown. A potential product issue was not identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.